Event description:
It was reported during embolization of a carotid fistula the coil became stretched and broke during repositioning. Attempts to retrieve the coil with a snare failed and the coil remained in the patient. The physician continued to embolize the fistula. The patient was reported to have a good outcome.

Event description:
It was reported during embolization of a carotid fistula the coil became stretched and broke during repositioning. Attempts to retireve the coil with a snare failed and the coil remained in the patient. The physician continued to embolize the fistula. The patient was reported to have a good outcome.

Manufacturer narrative:
A review of the device history record (DHR) was performed and no anomalies were noted. The device met all required specifications upon its release. Visual analysis of the returned device found the delivery wire was bent at 66cm, 80.5cm, 124cm 144.8cm and 147.2cm from the proximal end. The coil was not attached to the distal end of the delivery wire as it had broken off at the anchor link. Neither the main coil or introducer sheath were returned. In addition, the firm coil on the delivery wire was observed to be slightly stretched. No other anomalies were noted. The event description had stated that the coil had stretched during repositioning. It is likely that the coil stretching during repositioning caused the resistance felt and resulted in the coil breaking off the delivery wire. A root cause of operational context will be assigned as it is likely that repositioning of the coil caused the performance of the device to be limited.